Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer connection was failed and unable to issue lorazepam medication. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer connection was failed and unable to issue lorazepam medication. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that item was not accessible. A technical support specialist (tss) guided the customer through restarting the cabinet using the power switch. Successfully restarted the aio (all-in-one) unit as part of the troubleshooting process. The system functioned as intended after the technical support specialist troubleshot the device.